Manufacturer narrative:
(B)(6) (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2006 the patient underwent the following surgeries: 1. Minimally invasive endoscopic approach to the posterior spine, l5-s1, bilateral paramedian, 2. Posterior spinal fusion, l5-s1 with non-segmental pedicle screw instrumentation, 3. Posterior lumbar interbody fusion, l5-s1 using a far-lateral extra cavitary transforaminal approach from the left, 4. Anterior interbody cage instrumentation, l5-s1 using a crescent polymer cage, 5. Wide decompressive laminectomy of l5 and s1 with bilateral nerve root exploration and decompression due to stenosis and radiculopathy, 6. Partial laminectomy, l4-l5, left with nerve root exploration and decompression. Intraoperative nerve root monitoring to treat the following pre-op diagnosis: 1. Unstable spondylolisthesis at l5-s1, 2. Advanced degenerative disk disease, l4-l5 and l5-s1, 3. Vertical disk space with instability, l4-s1, 4. Disk protrusion, l4-l5 and l5 and s1, 5. Disk herniation, l5-s1, 6. Acquired spinal stenosis, l5-s1 with radiculopathy. Op-notes: posterior lumbar interbody fusion which was performed from a far-lateral extracavitary transforaminal approach from the left. The disk annulus was sharply incised. Disk was entered with various curettes. The entire disk was curetted out down to the level of the anterior longitudinal ligament. Cartilaginous endplate above and below was scraped was back to good bleeding subchondral endplate bone. Previously harvested local autograft bone was mixed with bone morphogenic protein sponge. This was packed into the interspace at l5-s1 against the anterior longitudinal ligament as well as to the right and left sides. Anterior interbody cage instrumentation at l5-s1 was now performed by fashioning a crescent polymer cage with the appropriate height and diameter. It was packed with a bone morphogenic protein sponge. It was impacted into an anatomic center-center position with an excellent press-fit. Additional autograft bone was packed around the cage. Patient was transferred to the recovery room, neurologically unchanged in stable condition. Post operatively patient alleged unspecified injuries due to rhbmp-2.